Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a skin breakdown underneath her breasts. Patient's nurse reported that the breakdown was preexisting prior to the lifevest but that the garment rubbing is exacerbating the issue. There was no alleged device malfunction contributing to the irritation. Field support services remeasured patient and patient's garment was too small and patient was given larger garments. Creams were applied by a medical professional. Follow up indicated that the skin irritation is healing.